Event description:
It was reported that pump displayed cgm error message related to g7 sensor. Caller successfully started their sensor session. Customer contacted support, received guidance for performing pump reset, completed reset with support, and successfully started new sensor session with no further error messages reported.